Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1230pm. The reporter alleged the patient obtained blood glucose results of "254 mg/dl" with the subject meter and "359 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with humalog insulin (amount not specified). The patient continued to take his usual dose of insulin. About 2 hours prior to the start of the alleged issue, the reporter claims the patient felt a symptom of a headache. No additional treatment was specified. At the time of troubleshooting, the cca noted an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "headache" does not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because, the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
The products involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k082590.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution, below acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.